Event description:
The facility's nurse reported to baxter (B)(4) that a clearlink continu-flo blood/solution set had leaked at the joint near the end at the male luer lock adapter. As a result, the patient received 3/4 of their IV medication. There was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A batch review could not be completed as the lot number was not provided by the customer. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.